Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 23 seconds and a battery voltage of 2.69. The longevity of the device was in question.